Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The patient presented in the emergency room on (B)(6) 2017, alleging that they had been shocked by the device. Review of session records showed no evidence of any delivered therapy leading up to the patient's emergency room appearance. The patient no longer wanted the system implanted. On (B)(6) 2017, the patient underwent an elective explant of the entire system including the pacemaker, right atrial lead, and right ventricular lead, as the leads had once again migrated due to suspected twiddler's syndrome.